Event description:
Per provider states that the 4 way valve is stuck. Per independent repair center statement alarming or red light. Not shifting tube leaks and there is a worn clamp . Additional malfunctions seive bed saturated, heat exchange is leaking, worn out clamp and zip ties.